Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump error alarms. No further information provided.

Manufacturer narrative:
The insulin pump was returned with pump error 63 and pump error 4 was confirmed in the insulin pump history due to cold solder joint at the keypad assembly. The insulin pump had cracked keypad overlay at select button, minor scratched lcd window and case and keypad overlay.